Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery and that the customer experienced higher blood glucose levels than usual. The most recent blood glucose reading was 120 mg/dl. The customer did not have time to speak or troubleshoot. The caller advised that the mother would call later. Nothing further reported.